Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Eight devices were received for evaluation; 2 events were duplicated during testing. Six events were not duplicated during testing; however, the devices were not within specifications. Three devices were found to be affected by corrosion. Five devices were found to have a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device smoked. Four reported events had no patient involvement; no patient impact. Four reported events had patient involvement with no patient impact.